Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluated the iabp and was unable to reproduce the reported issue. However; the fse replaced coiled cable as a preventative measure and performed all calibration, functional and safety checks as per the factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the cs300 intra-aortic balloon pump (iabp) display would distort when the coiled cable was manipulated. There was no patient involvement, and there was no adverse event reported.